Manufacturer narrative:
Name- (B)(4) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced event on (B)(6) 2026 were scar tissue led to bent cannula. The same caused pain, vomiting, hyperglycemia and high ketones causing hospitalization. The blood glucose was 480 mg/dl treated by pen.